Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she had two issues the insulin pump had alarmed button error and when she went to change the battery she notices the device had a crack on the battery compartment. The device alarmed button error when she was rewinding the device. Customer's blood glucose was unknown. Customer didn't recall any other issues with the insulin pump. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the electronics or motor. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.